Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). It was reported the pt went to the emergency room (ER) to be assessed for high blood pressure and told the nursing staff they had a neurostimulator, but was unsure on how to turn it off. A CT scan was performed and the pt stated the minute the scan started the pt felt an increase in intensity "all the way up....it was so painful....I started totear up." Pt reported ever since the scan they felt like the intensity was a little bit higher and pt was unable to sleep flat on their back due to this. Pt reported they were concerned the scan had damaged the neurostimulator and wanted it to be checked. A rep reprogrammed settings to a comfortable level, and impedance check was within normal range. The issue was resolved as pt reported it felt much better.